Event description:
It was reported that the customer received an altitude alarm while the customer was in the shower. The customer removed and reinstalled the cartridge. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.